Manufacturer narrative:
(B)(4).

Event description:
A questionnaire was received from the customer stating the burn was noticed after phacoemulsification but before the lens placement. The patient needed 2 sutures to close the wound. A soft contact lens was placed in the eye after surgery. The patient is nonverbal so the visual acuity is unknown. The patient had a 4+ cataract which was not extremely hard. There was no occlusion bell heard by the surgeon. The procedure was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient experienced a corneal burn during a procedure. The procedure was completed. Additional information has been requested but none has been received.

Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on april 25, 2011. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(4): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).